Event description:
Distributor requested repair of an ambulatory infusion pump due to "lec 1261". No patient involvement was reported.

Manufacturer narrative:
The device was returned for evaluation. During investigation, the reported issue could be confirmed. The root cause of this issue could not be established. After the device circuit board was replaced, the device passed functional and delivery testing.